Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (add gel; adjust belt messages) has been confirmed. Upon investigation the electrode belt distribution node to rear te cable was cut along with the rear pulse wire. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that belt had add gel messages and adjust belt messages.